Event description:
It was reported that the pump was replaced due to end of service (eos); however, the pump was not replaced until after the eos occurred and the patient experienced symptoms as a result. The patient presented to the healthcare provider's (hcp) office on (B)(6) 2012 with an active non-critical pump alarm for elective replacement indicator (eri), which telemetry confirmed. It was noted that the patient was seen in (B)(6) 2012 regarding eri and was supposed to follow up with a surgeon to have the pump replaced. Pump eos was set to occur on the report date ((B)(6) 2012). It was later reported on (B)(6) 2012 that the patient was experiencing increased pain due to the pump reaching eos on (B)(6) 2012. The pump replacement procedure took place on (B)(6) 2012 date. It was reported that during the procedure, the hcp also replaced the catheter; however, the reason for replacement of catheter was not provided. It was noted that prior to catheter replacement, the original catheter was aspirated first, cut and new catheter was added but the hcp did not program in the new segment was not programmed in prior to the priming. The difference between the original to new catheter volume was a difference of 0.02ml, because the pump had been updated an hour prior to this discovery. It was noted that the prime discrepancy was left without rectifying. It was later reported that the drug concentration and dose of dilaudid and bupivacaine were; dilaudid 15mg/ml with administrated dose of 1.4mg/day and marcaine 7.5mg/ml with administered dose at 0.7001mg/day. Those reported doses were cut in half by the neurosurgeon who did the pump replacement and the plan was for the managing hcp to increase the dose and discharge the patient from the hospital. The medications in the pump were marcaine and dilaudid. Patient outcome status was requested but was not known to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).